Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.

Event description:
It was reported by the customer that pyxis medstation es systems were not communicating. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that some ip settings were changed on the network. A technical support specialist performed full sync to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server devices were not communicating. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.